Manufacturer narrative:
The carefusion failure analysis technician examined the main pcba coldfire and found that the 60 cmh2o calibration of the turbine pressure transducer pt800 and the 0.0 cmh2o calibration of the exhalation pressure transducer pt801 failed to calibrate. The events log contains many, xdcr faults, high rate, motor fault and low ve. And also, dac and acd errors. Duplicated, xdcr fault/motor fault, complaint allegation. This issue is addressed in an internal correction.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator gave transducer fault/motor fault. No patient involvement.